Manufacturer narrative:
To date the incident device has not bee received for eval. Valleylab is also attempting to gather more info on the incident. If the device is returned, or if add'l info pertinent to the incident is obtained, a supplemental report will be issued.

Event description:
The report stated that the jaws of the ligasure device would not open after a full sealing cycle with an end tone. The surgeon used another of the same model handpiece to complete the procedure.